Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative reporting that the patient was set up with an hd group as they had not tried it in the past. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her neurostimulator (ins) was poking out, ins was not in the skin and she had surgery on (B)(6) 2017 to reposition the ins. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had discomfort at their pocket site. They stated that when they would turn stimulation up, it increased and they would feel uncomfortable at their pocket site. It was indicated that an external factor that may have led or contributed to this issue is that they lost weight so their ins was sticking out further and got bumped easier. It was reported that impedances were checked and all were within normal limits. Reprogramming had been done to see if they could get stimulation in their low back and not increase the pain at the pocket site. However, plans were made to revise the ins to a different pocket site to resolve the discomfort. The physician reported that they ¿believed the patient¿s discomfort from adjusting stimulation at the pocket site was a function of the irritated pocket and not due to with the stimulator¿. It was reported that they may revise the patient¿s leads as well if the high density (hd) group does not work. It was reported that the patient was reluctant to try the hd group as they would have to recharge it more which would increase the discomfort at their pocket site. However, they needed to know before, so they can decide if they needed to revise the leads. The issue was not resolved at the time of the report but plans were made to move the pocket site and possibly move the leads as well. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurost imulator (ins). It was reported that the patient had pain at the pocket. The patient stated that they lost weight and it could have contributed to the issue. The patient was reprogrammed to try to resolve pocket pain. The patient reported that they had pocket pain and uncomfortable stimulation in their belly. The patient's hcp created a new pocket after the discussion with the patient. The leads were tested intraoperative and 0-7 (left lead) seemed to give a bilateral coverage of low back and legs and no uncomfortable stimulation was felt. The patient is doing fine post operation. The issue was resolved at the time of the event.